Event description:
It was reported that a patient passed away due to sudep in the night- his mother found him unresponsive the next morning . Per the medical professional they did not think it was related to the vns as the patient had seen significant improvement with the vns. No further relevant information has been received to date.